Event description:
Two 1ml bd syringes (code 309602) were noted to have a small amount of liquid in the syringe upon opening the package. The entire box was checked and only those 2 syringes were noted to have the liquid. Bd was contacted and the syringes in question were sent to them for testing. The results of their investigation were dated 2/7/2005, received 2/25/2005. The liquid was noted as containing cyrstalline droplets, and was identified as silicone and sodium hyaluronate. Silicone was noted to be used in the mfg process, while the sodium hyaluronate was not. They indicated that the mfg facility was notified of the incident.